Event description:
This pt was admitted for cardiac catheterization. Indication for procedure is unknown. During deployment of the device into the mid left anterior descending artery (mid lad) a perforation was noted at the distal end. The physician was unable to treat the perforation with a balloon. As such, the pt was transferred for open heart surgery.